Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service 087 alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/21/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation a ¿call service 069¿ alarm was reproduced during the rewind step. A review of the pump history revealed a ¿cs69¿ written as a ¿cs87¿ failure in the black box. A component failure was found on the pcb. Unrelated to the complaint, the returned battery cap threads were found to be damaged; however, the battery cap secured to the pump. The battery compartment was also found to be cracked on the side, extending from the threads to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.